Event description:
It was reported that the ilet device¿s screen cracked during sleep, after which the screen was not usable and the user experienced trouble using the device. Symptoms included no injury. Outcomes included device impairment that required replacement while the original is pending return. Investigation included review of user-reported circumstances and device function history. Investigation of this case revealed physical damage to the display component consistent with external mechanical impact at rest, resulting in a nonfunctional screen and loss of normal usability. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage to the device screen.